Event description:
It was reported that during preparation for a rotational atherectomy procedure a burr detachment occurred. The 80% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. During platforming of the 1.5mm rotablator rotalink plus burr outside of the body, the burr detached from the distal tip of the catheter. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status was reported as fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)